Event description:
Physician reported device rotation, fear of cancer, siliconomas and ganglion inflammation; not device related "metallic taste" and "liquid in the mouth". Right side. Device status unknown.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, granuloma, malposition, and anxiety-product/procedure.